Event description:
The following has been reported: nurse reported: after applying the male adaptor piece to the secondary hub prior to hooking up the chemotherapy, the entire secondary hub piece popped off with no force. Had the chemotherapy been hooked up already, it would have been a chemo spill. A preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.